Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that during ventilation of a neonatal patient the device suddenly powered off and then restarted automatically. The device was connected power. No patient health consequences have been reported.